Manufacturer narrative:
Additional information was provided that confirmed the implant detached completely within the aneurysm and no part of the implant protruded into the parent vessel. The device was received for evaluation. The pusher was returned without the implant coil attached. The heater coil of the pusher displayed evidence of thermal detachment. The rest of the pusher did not exhibit any other notable damage. The pusher resistance was measured at "ol" which is out of specification. The proximal connector resistance was measured and foind to be within specificaion. The 4-way v-grip continuity test displayed all red lights. The proximal solder joints appear intact. The attachment monofilament was dissected out of the pusher and the monofilament tip had a mushroom shape. The investigation of the returned coil system found the implant detached from the pusher. The inspection of the heater coil section found evidence of thermal activation. The monofilament contained a mushroom profile, which indicates the implant separated due to an activation of the detachment controller. Although the physical evaluation of the device confirmed the detachment of the implant, it could not be verifed when the detachment occurred.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause could not be determined. The instructions for use (IFU) identifies premature detachment as a potential complication associated with the use of the device.

Event description:
It was reported that an embolization coil unexpectedly detached in the aneurysm. The implant was left in the aneurysm, and the delivery pusher was removed through the microcatheter. There was no reported patient injury or intervention. The patient's current condition is reported to be "fine."